Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is blinking. The event occurred during preparation for use, prior to a gastro endoscopy procedure. A similar device was used to complete the operation there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, there was no image displayed and the font panel was blinking due to a faulty printed circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image and a flashing front panel most likely due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Additionally, the lock release lever of the video connector socket was found to be defective; however, this defect is not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.